Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with chest pain. Log files revealed routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported chest pain could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The surgical team advised that the pain may be due to chronic scarring. The patient denied any additional symptoms. The patient's international normalized ratio (inr) was subtherapeutic, but the patient denied a heparin bridge. The patient was continued on chronic antibiotics. It was reported that the patient felt well and decided to leave due to personal circumstances at home.